Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the pt) alleging that the pump felt hot to touch on two occasions. The pt denied that the battery compartment had any moisture or corrosion. She also denied that the device was exposed to moisture. The rptr indicated that the pt's blood glucose levels have been fine and no bodily harm was caused by the alleged issue. Based on the info provided, this complaint is being reported due to the allegation that the pump felt hot to touch. There is no evidence; however, that the alleged issue contributed to a serious injury. The rptr did not allege any harm or injury because of the reported issue.